Event description:
Reported events of 3 eyes with fibrosis, 1 eyes with exteriorization, 4 eyes required iop-lowering therapy, a revision of the surgery was performed on 8 eyes, 6 eyes required additional surgery, 4 eyes with ocular hypertension, with the reason for dex-I injections were diabetic macular edema, uveitis, retinal vein occlusion, and post-surgery macular edema in the unknown eyes were noted in the article: "intra-ocular pressure response to dexamethasone implant injections in patients with a history of filtering surgery: the trabex study."

Manufacturer narrative:
Clarification: implant date noted between january 2017 to december 2021. (B)(4). Article citation: kodjikian, l., barbarroux, a., laventure, c., motreff, a., chacun, s., matonti, f., denis, p., & mathis, t. (2022). "Intra-ocular pressure response to dexamethasone implant injections in patients with a history of filtering surgery: the trabex study." Pharmaceutics, 14(9), 1756. Https://doi.org/10.3390/pharmaceutics14091756. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.